Event description:
It was reported that patient experienced infusion set bent cannula issue, which led to high blood glucose level (300 mg/dl) and was treated with insulin by pump event on (B)(6) 2026. The length of time infusion set has been in use for one day. The site of insertion was on leg. The patient experienced symptoms of bleeding at insertion site.

Manufacturer narrative:
E1:name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.